Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had intermittent functionality on the keypad. Per the customer "intermittent up button setup, 1, 4 not working". It was also reported that there was no patient incident.